Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable high crep2 creatinine plus ver.2 results for two patient samples from the cobas integra 400 plus analyzer. Of the data provided, only the results for one of the patients was a reportable malfunction. The initial result was 94 umol/l and the repeat results were 50 and 52 umol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 41817801 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Both of the sample probes and photometer lamp were replaced. The external and internal water reservoirs were cleaned. No further issue was noted after these service actions. Based on the calibration and qc data, a reagent issue could be ruled out. The investigation determined the service actions resolved the issue.